Manufacturer narrative:
(B)(4). Visual inspection of the returned product noted the tip of the retaining shaft fractured. Scanning electron microscopy identified sheared ductile overload dimples identified near the crack initiation area, pointing out the crack propagation direction from outer diameter surface to inner diameter surface. A mixed mode of fracture, consisting of ductile overload dimples with brittle fracture background identified throughout the fracture surface, concluding the instrument fractured due to bending overload. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the item was found to be stripped in sterile processing. After visual examination, it was noted to be fractured.